Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Prior to placing the right ventricular (rv) lead onto the patient's body, the physician attempted to deploy the helix. The physician noted the helix would never fully deploy. The lead never went into the patient's body and was replaced. The patient was stable after the procedure.